Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an asymptomatic patient presented for follow up. The right ventricular lead exhibited low lead impedance and oversensing with noise reversion. There was a slight increase in the capture threshold noted on the ventricular lead. The lead remains implanted and the patient was scheduled for a follow up.